Event description:
Use of boston scientific slimline 200 laser fiber with holimum laser for ureteroscopic laser lithotripsy on a lower pole stone resulted in fracture of the laser fiber and a retained piece requiring additional surgery to retrieve. Laser was firing, then as fiber attempted to be partially withdrawn, realized tip was not connected. A piece approx 6 mm long had broken off. Reason for use: nephrolithiasis.